Event description:
Reportable based on additional information received on 04nov2022. It was reported that fraying was observed. The target lesion was located in the pelvic varicose veins. A 20mm x 40cm interlock .035 was selected for use. During the procedure, it was noted that the device passed through a 5 fr spinal catheter and fraying was observed. It was further confirmed that the device was disintegrated. The coil is removed through the catheter and the procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The main coil, the delivery wire and the introducer sheath were returned for analysis. The main coil and the delivery wire were interlocked inside the introducer sheath. Twist lock was opened. The main coil was kinked at several parts. No more damages were observed. Functional inspection revealed that the delivery wire and the main coil were advanced through the introducer sheath, but it was not possible to continue advancing it because the coil was kinked. Dimensional inspection of the delivery wire revealed that the outer diameter (od) of weld, wire arm, and wire were within the specification. For the main coil, the od of the zap tip, primary coil, and coil arm were within the specification. The distal and proximal fiber bundles were also within the specification.

Event description:
Reportable based on additional information received on 04 nov 2022. It was reported that fraying was observed. The target lesion was located in the pelvic varicose veins. A 20mm x 40cm interlock .035 was selected for use. During the procedure, it was noted that the device passed through a 5 fr spinal catheter and fraying was observed. It was further confirmed that the device was disintegrated. The coil is removed through the catheter and the procedure was completed with another of the same device. No patient complications reported.